Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 70% stenosed, 23mm x 3mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced but encountered difficulty in crossing the lesion. After several tries the shaft was kinked. When retrieving the stent into the guide catheter, the shaft was broken at 39 centimeters. The device was simply removed and the procedure was completed with a 2.75 x 24 promus stent and post dilated with a 3.25 x 15 nc balloon. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 33 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 70% stenosed, 23mm x 3mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced but encountered difficulty in crossing the lesion. After several tries the shaft was kinked. When retrieving the stent into the guide catheter, the shaft was broken at 39 centimeters. The device was simply removed and the procedure was completed with a 2.75x24 promus stent and post dilated with a 3.25x15 nc balloon. No patient complications were reported and the patient was stable.